Manufacturer narrative:
Per the customer, qc prior to and after the event was within lab-established ranges. The customer's qc data does show low na and k qc recovery on the day of the event on both instruments. A field service engineer (fse) was dispatched and replaced the carbon bridge on both instruments and verified performance. After service resolved the issue, the samples were repeated and results were amended.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that sodium (na) and potassium (k) results were generated low on two (2) different unicel dxc 600 pro synchron chemistry analyzers. The erroneous results were reported out of the laboratory. Per the customer, one patient was treated based upon a false low k result reported. Treatment details and outcome to the patient is unknown. Per the customer, one patient was treated based upon a false low k result reported. Treatment details and outcome to the patient is unknown. This reportable event documents the affect to patient treatment for this event. Separate mdrs 2050012-2011-00860 and 2050012-2011-00861 captures the malfunction portion on both instruments in this event.